Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported when the balloon was removed from the package it was noted that the balloon was kinked where the balloon and catheter meet. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the device appeared to be clean. A complete circumferential break was observed at the proximal balloon glue joint. Although no kinks were observed on the device, it is possible that the user perceived this break in the shaft as a kink. The break location was observed under magnification. Stretching was observed at the break location to the outer shaft. No anomalies were observed to the polyimide underneath the shaft. Functional/performance evaluation: the patency of the guidewire lumen was tested and it passed with no issues. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a complete circumferential break in the outer catheter at the proximal balloon glue joint. Although no kinks were observed on the device, it is possible that the user perceived this break in the shaft as a kink. Therefore, the investigation is inconclusive for kink. The definitive root cause could not be determined based on the available information. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Dilatation catheter preparation: remove catheter from package. Verify the balloon size is suitable for the procedure and the selected accessories accommodate the catheter as labeled. Remove the balloon guard by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.